Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
There was something plastic-like attached to the tip of the catheter.

Manufacturer narrative:
Our quality engineer inspected the samples and photographs submitted for evaluation. Your reported issue of a plastic fragment on the catheter tip was confirmed and the cause appeared to be manufacturing related. Four photographs and one 22g insyte autoguard device were provided for investigation. The push-off tab was fractured on the catheter adapter, which likely occurred during assembly. A device history record review showed no non-conformances associated with this issue during the production of these batches. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No new information.